Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter was reading inaccurately high compared to a laboratory device. This complaint was classified based on information obtained from the customer service representative (csr) documentation. In addition, the csr contacted the patient on (B)(6) 2016 with follow-up questions but the patient was reluctant to answer many of the questions. The patient was unable to specify when the alleged inaccuracy issue began. She reported that on an unknown date and time, the subject meter read inaccurately high compared to a laboratory device; however, she was unable to provide any readings, merely stating that the meter's result was 100mg/dl higher than that from the lab. It is not known how the patient manages her diabetes or what changes, if any; she made to her usual diabetes management routine in response to the alleged inaccurately high reading. The patient did state, however, that she tests her blood glucose levels 4 times a day and that her usual/expected blood glucose results are between 100-120 mg/dl. The patient was unable/unwilling to confirm if she developed any symptoms as a result of the alleged issue, but claimed that on an unspecified date, she was hospitalized "due to the incorrect high meter readings." The patient was unable/unwilling to confirm the duration of her hospitalization, the reason for admission or what treatment, if any, she received. The patient informed the csr that her blood glucose levels were tested on the doctor's meter, but she was unable to provide any readings obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. It is not known if the correct testing method was being followed by the patient or whether an approved sample site was used to obtain the results. The csr was unable to confirm if the test strip vial was intact and it is not known whether the test strips had been stored properly, had expired or been open beyond their discard date. There was no apparent misuse of the product. It was also noted that a representative had visited the patient's house and a control solution test result of "129 mg/dl" fell within the expected range of 124-165 mg/dl. This complaint is being reported because the patient was reportedly hospitalized after obtaining alleged inaccurately high blood glucose readings on the subject meter.